Event description:
Information received indicates the bed exit system will set, but will not alarm when the patient exits the bed.

Manufacturer narrative:
The technician replaced the bed exit tape switch to repair the bed.